Event description:
A customer reported error message ¿4053 sorter-z home overrun¿ on the aia-900 analyzer. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
A field service engineer (fse) was at the customer¿s site to address the reported event. Fse confirmed the complaint with the customer. The fse performed a sorter test and observed that the alignment to the sample treatment cup (stc) lane was off, causing the cup to hit the side and trigger 4053 sorter-z home overrun error. Fse realigned the sorter for cup pickup, reran sorter test, and confirmed it passed within specifications. Fse repaired and validated the analyzer by successfully performing quality control run without error and within acceptable range. No further action required by field service. The aia-900 analyzer is functioning as expected. The aia-900, serial number (B)(6), was installed on 16jul2025. A complaint history review and service history review for similar complaints was performed from installation date 16jul2025 through aware date 12aug2025. There were no similar complaints identified during this searched period. Aia-900 operator's manual under section 12 - flags and error messages states the following: (4053) sorter-z home overrun cause: the home sensor s022, which is not supposed to be activated after the sorter z-axis moves, was activated. A retry will take place, and if there is no improvement a flag will be attached to the measurement result. Action: please contact tosoh local representatives. Check s022 and also check to see the cause of slipping, and so on, that occurs when pm022 moves to the limit side. The most probable cause of the reported event was due to the misalignment of the sorter cup pickup. A review of the device history record (DHR) was conducted for serial number (B)(6), which confirmed that there were no nonconformance, failure, discrepancies, or missed steps during the manufacturing process that could be related to the reported event.